Event description:
It was reported that as the retriever was being used in the occluded basilar artery, an extravasation that resulted in a subarachnoid hemorrhage (sah) was observed. The physician performed external ventricular drainage in response to the sah. The patient died two days post procedure. The physician stated that the patient¿s cause of death was due to the sah. No additional information is available.

Event description:
It was reported that as the retriever was being used in the occluded basilar artery, an extravasation that resulted in a subarachnoid hemorrhage (sah) was observed. The physician performed external ventricular drainage in response to the sah. The patient died two days post procedure. The physician stated that the patient¿s cause of death was due to the sah. No additional information is available.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and patient outcome of death are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.